Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that no symptoms were reported in the event.

Manufacturer narrative:
Product ID: 3889-28, lot# va1l935, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. The returned device passed all functional testing in the laboratory. No anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). There were high impedances on most electrode combinations despite successful test. Lead and generator were replaced. During intraoperative impedance check impedances persisted on almost all combinations. Troubleshooted by increasing pulse width to 300 and amplitude to 2.0, when persisted increased amplitude to 3.0, then 4.0, and 5.0. Attempted to resolve by placing a new ipg but impedance test yielded the same results. Physician placed new lead and impedance issue resolved and had no high impedances. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned.